Event description:
It was reported that the doctor tried to place the implant at tooth location #18, however a possible buccal fracture was noted because the torque was good then it wasn't. The implant was unable to be placed and the socket was grafted. The patient will return to the clinic in four (4) months to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and apparent markings likely from removal. The implant had debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the reported events. The implant outer dimension match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number 2022080131. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022080131 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors, inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.